Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Insulin pump was not received stuck in manufacturing mode. Insulin pump passed the functional testings including the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Motor passed the motor test. No unexpected pump errors noted during testing. Unit was received with normal operating currents and no unexpected low battery alarm noted. Unit was received with scratched case.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported for husband via phone call that an error in the motor was detected by reading unexpected value from hall sensor. Blood glucose at the time of incident was over 600 mg/dl. Customer was sitting down when he alarm suddenly came on pump. Customer stated that they are able to rewind the insulin pump. Assisted with performing displacement test. Test results: passed test no reservoir detected. Customer stated that alarm occurred during basal delivery. Assisted with rewinding the insulin pump. Insulin pump error did not occur during rewind. Assisted the customer with load reservoir and fill tubing process. Insulin pump error did not occur. Assisted with self-test. Test passed. Customer had high blood glucose but declined high blood glucose troubleshoot. The insulin pump will be returned for analysis.